Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The proximal end of the electrode was examined and the wire was exposed. The shaft of the electrode was slightly bent and minor dent marks near the distal end were observed. No damage was noted on the loop and forks of the electrode and the cable was free of kinks and cuts. The pins inside the connector socket which connected to the generator also had no damage. The other end of the cable where the electrode inserts into it, had a piece stuck inside as well as burnt residue. The review of the device history record (DHR) did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation performed by the legal manufacturer, a likely cause of the failure could have been mishandling of the device as evidenced by the physical damage noted to the device during inspection. The instructions for use (IFU) warns the user of the following: ¿always detach by grasping the connector and pulling outward and not the cable. Failure to do so may result in product damage. Only remove the instrument when the button is fully depressed. Removal of the instrument without depressing the button fully can result in damage to the working element. Should the device become deformed or damaged in anyway, it should be replaced immediately as continued use may result in unpredictable operation or device failure. Failure to follow the correct assembly sequence could result in an inadvertent application of excess rf energy.¿ repeated attempts were performed to obtain additional information from the reporter, but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. Olympus will continue to monitor the field performance of this device.

Event description:
The customer¿s olympus sales representative reported to olympus technical assistance center (tac), the cable was melted at the junction with the scope on the pk front loading supersect loading electrode during an unknown procedure. There were no reports of patient harm associated with this event.